Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella sheath "moved out" after being left in place overnight. Upon pushing the sheath back in, the impella in ventricle alarm started and the impella was pulled back. An echocardiogram was done and the impella cp was still a "little deep". The decision was made to remove the impella cp.